Event description:
The customer reported that on (B)(6) 2011 an erroneous, low creatinine (crem) result, above the normal reference range, was generated on an unicel dxc 800 synchron system for one patient sample. The initial erroneous, low crem result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was retested twice on the same instrument. The results were higher, and still above the normal reference range. The repeat results were consistent with each other, and were considered valid. A repeat result was reported outside of the laboratory. Instrument crem quality control (qc) results were low prior to the event. No additional system information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the crem module. The instrument was returned into service after the repairs.